Event description:
It was observed during device evaluation, that the image of the gastrointestinal videoscope had static and then the screen went black. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the static and no image displayed was an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.